Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgements an MRI. Surgery to reposition the magnet was completed (B)(6) 2015. The implanted device remains.